Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a fibrin clot was seen in the unspecified bd vacutainer® sst¿ ii advance blood collection tube during use, after it had been centrifuged. The sample had been drawn and "allowed for 30 minutes" to sit beforehand. The patient was redrawn, but "no issues" arose on the second draw. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "the samples are drawn and are allowed for 30 minutes. After they are spun they are seeing a fibrin clot." "Patient's are re-drawn: no issues on the second draw."

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see section h.10.

Event description:
It was reported that a fibrin clot was seen in the unspecified bd vacutainer® sst¿ ii advance blood collection tube during use, after it had been centrifuged. The sample had been drawn and "allowed for 30 minutes" to sit beforehand. The patient was redrawn, but "no issues" arose on the second draw. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "the samples are drawn and are allowed for 30 minutes. After they are spun they are seeing a fibrin clot." "Patient's are re-drawn: no issues on the second draw"